Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020 and no autopsy was performed. The pump was not returned for evaluation. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. There were no reported device or therapy issues that could have contributed to the patient outcome. No autopsy was performed, the device was not explanted. The device will not be returned for evaluation. No further information was provided.